Event description:
Patient scheduled for left heart catheterization in cardiac cath lab. Equipment or syringe malfunction occurred with lv gram - the syringe fractured during the actual patient injection resulting in no contrast injection and no lv gram. Contrast and blood was dripping out of the barrel of the syringe - one staff member had blood on his arm that was immediately washed off. No other injuries occurred. The procedure was being done with the power injector using a setting of 30 ml at 15 ml/second with a maximum psi of 9 reached - the system is set to cut off at 1000 psi. Power injector was serviced by the manufacturer 2 weeks prior to the event - all parameters were within specification